Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Evaluation summary: device analysis determined that the motor had intermittent problems; it failed the hi-pot test, plus it runs continuously. Bearings and seals were corroded. Motor/cable, bearing seals and other parts were replaced. The item was tested and passed all manufacturing specifications.

Event description:
It was reported that the device runs and stops on it's own, there was no patient impact. Confirmed with the user that the device would start when the foot pedal was pressed, stop when it was let up, but then it would start again on it's own.